Event description:
It was reported that the impaction head (black part) of the femoral holder was locked on the angle with the femoral component, so the femoral component could not be held properly. Now, impaction head is put in proper position.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Functional inspection indicates the device is functionally acceptable. Some rotational damage was observed on the shaft. It is possible some debris got stuck between the shaft and housing while the device was in use. No debris was observed on the returned device. The event could not be confirmed nor the root cause determined as the returned device is fully functional. If the additional information is received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the impaction head (black part) of the femoral holder was locked on the angle with the femoral component so the femoral component could not be held properly. Now, impaction head is put in proper position.